Event description:
This rv lead was capped on (B)(6) 2012 due to lead was recalled. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).